Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and low blood glucose level of 40 mg/dl. The customer was treated with manual injection for high blood glucose and with glucose pen or capsules or tablets for low blood glucose. Customer did not report symptoms related to high blood glucose and low blood glucose. Troubleshooting was not performed the insulin pump will not be returned for analysis.